Event description:
Customer reported: unable to deflate the cuff. The customer believes the problem is situated in the one way valve of the pilot balloon. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.

Manufacturer narrative:
(B)(4). Customer has confirmed that no sample will be made available for analysis. No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event. We are unable to determine the exact cause for this specific event however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.